Event description:
The pt called to report an infection. The biotronik representative was called to investigate. Reporter spoke with the physician regarding the situation and determined the device was not explanted and IV antibiotic was administered for the infection during the hospital stay. The pt was discharged in 2007. Also, physician's office gave indication the pt would not be compliant with follow-up. Also part of the system: arox 53 bp, MDR: 1028232-2008-00102. Setrox s 45, MDR: 1028232-2008-00101.